Event description:
On (B)(6) the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another device. The (B)(4) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. The patient reportedly obtained blood glucose readings of 221mg/dl with the subject meter and 133mg/dl with another device, performed within 30 minutes of each other (date/time unknown). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's testing frequency is not known, the patient's diabetes management is not specified, and it is unclear what action the patient took in response to the reported meter issue. At an unknown time after the alleged issue occurred, the patient reportedly experienced symptoms of dizziness and confusion; however, it is not known if the patient received any form of medical intervention/treatment after the onset of his reported symptoms. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. The alleged issue remains unresolved. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of dizziness and confusion do not meet lifescan's criteria for a serious injury. There is no evidence the patient received medical intervention/treatment as a result of the alleged issue.

Manufacturer narrative:
The 510(k) # is k073231.